Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user observed drops on the screen and attempted to confirm by pressing yes, but the screen was only responding to no; the pump did not restart from the app until bluetooth was toggled off and on, after which the restart succeeded and the supply change was completed, consistent with a touchscreen key/button unresponsive issue involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem consistent with an unresponsive touchscreen input. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.